Event description:
It was reported that during an upgrade procedure from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p), this right ventricular (rv) lead setscrew was fully in the header. Subsequently, this rv lead was repositioned, reused with the new device. No additional adverse patient effects were reported. This rv lead remains in-service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that during an upgrade procedure from a pacemaker to a cardiac resynchronization therapy pacemaker (crt-p), this right ventricular (rv) lead setscrew was fully in the header. Subsequently, this rv lead was repositioned, reused with the new device. No additional adverse patient effects were reported. This rv lead remains in-service.